Event description:
It was reported that the patient had a loss of pain relief and a seroma was found at the "spinal and pump section." A revision was done and a large amount of cerebrospinal fluid was found in both pockets. A fracture was found with the catheter in the section behind the pump and in the pocket. The catheter was trimmed and "pinned together." An intraoperative catheter dye study was done and there were no other fractures or leaks present. The patient's dosage of morphine sulfate was reduced back to the starting dose. It was stated that the "surgery went well."

Manufacturer narrative:
.